Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the user experienced a high blood glucose range from 204-318 mg/dl. The user alleged the insulin pump was under delivering insulin due to having consistently high blood glucose even after delivering insulin bolus. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.